Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to change her reservoir today and it did not go to the next screen. Customer was assisted with filling the cannula and was successful. Customer's blood glucose was 600 mg/dl and she saw that the cannula was bent. Customer declined troubleshooting for the high blood glucose.